Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On april 6, 2007 the lay user/patient contacted lifescan (lfs) alleging, the one touch ultra meter would not power on with her current vial of test strips. On april 12, 2007, the customer service representative (csr) spoke with the patient to obtain and verify information. On the event date, the patient noted the reported meter would not power on with her new vial of test strips; she was unable to obtain a blood glucose reading. For the next few days, the patient decreased her insulin doses, as she was unable to obtain a blood glucose result and feared taking too much insulin. The patient was able to test her blood glucose level using her mother's meter on two occasions, and obtained readings of approximately 17.0 mmol/l (306 mg/dl). Following these readings, the patient administered 6 units novorapid insulin according to her sliding scale. The patient had been experiencing the symptons of nausea, dizziness and dry mouth for a few weeks. The patient noted these symptoms increased in severity beginning prior to the event date, when she started decreasing her insulin doses. On an unspecified date, the patient went to the emergency room, where her fasting blood glucose level was tested to be 17.0 mmol/l (306 mg/dl). The patient was treated with insulin, and released after two hours. The patient takes novorapid insulin on a sliding scale, and humulin n insulin at bedtime, also on a sliding scale based on meter readings. The patient's expected blood glucose readings range from 5.0 mmol/l to 10.0 mmol/l (90 mg/dl, 180 mg/dl). The patient does not have a backup meter. The meter and test strips were replaced. The patient alleged being unable to test her blood glucose levels, as the reported meter would not power on with the test strips. The patient claims she decreased her insulin doses, and her hyperglycemic symptoms worsened. The patient received emergency medical attention and treatment with insulin. Therefore, this complaint is being reported as an adverse event.